Event description:
It was reported that pump experienced malfunction alarm after pump fell on ground and displayed non-resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode, return of problematic pump within specified time frame, and reprogramming of pump settings and continuous glucose monitor connection, which customer understood and acknowledged.